Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap chole event description: (B)(4), complaint 1 of 2 (lot # 1484000). (B)(4), complaint 2 of 2 (lot # 1484022). 15-dec-2023 - the pcf # 8532 was initially submitted for both the events together however the field rep was advised to submit another pcf splitting the lot numbers. Pcf # 8532 lodged for this complaint with lot number 1484000 could not be amended for lot number details and event units returning on the pcf, after submission. - complaint product family: clip applier, product name: epix universal clip applier, model number: ca500, lot number: 1484000. - the event occurred during treatment of lap chole procedure. - the device was being used for lap chole - experienced surgeons who have used this device many times. - the surgeon has reported that the clip applier was not firing clips. - it is unknown if there was any clinical impact to the patient as a result of the event. - the user resolved the situation by grabbing another ca500 and this also did not fire clips. - it is unknown if there were other instruments that were used when the complaint event occurred. - there was no patient injury or illness associated with the complaint event. The patient status is unknown. Patient status: unk intervention: they grabbed another ca500 and this also did not fire clips.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: lap chole. Event description: complaint (B)(4), complaint 1 of 2 (lot # 1484000). Complaint (B)(4), complaint 2 of 2 (lot # 1484022). 15-dec-2023. - the pcf # (B)(4) was initially submitted for both the events together however the field rep was advised to submit another pcf splitting the lot numbers. Pcf # (B)(4) lodged for this complaint with lot number 1484000 could not be amended for lot number details and event units returning on the pcf, after submission. - complaint product family: clip applier, product name: epix universal clip applier, model number: ca500, lot number: 1484000. - the event occurred during treatment of lap chole procedure. - the device was being used for lap chole - experienced surgeons who have used this device many times. - the surgeon has reported that the clip applier was not firing clips. - it is unknown if there was any clinical impact to the patient as a result of the event. - the user resolved the situation by grabbing another ca500 and this also did not fire clips. - it is unknown if there were other instruments that were used when the complaint event occurred. - there was no patient injury or illness associated with the complaint event. The patient status is unknown. Patient status: unk. Intervention: they grabbed another ca500 and this also did not fire clips.